Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Selection corrected to adverse event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that the patient's extension was left in their body, only the right battery was removed. It was also reported that the date of the call was when the rep and the patient's healthcare provider became aware of the infection.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (b)(6 2009, product type: extension.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient¿s incision was draining puss, and there was an infection at the ins pocket. The patient¿s ins was explanted, and their extension was partially explanted. The extension that is running across the patient¿s chest from the left side is to be cut. It was not reported when the infection was noticed.